Manufacturer narrative:
The insulin pump was received with a motor error alarm during rewind due to the corroded motor home switch. They were unable to perform the displacement test, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to the constant motor error alarm. The insulin pump was also received with a cracked case at display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind. Customer had some motor error alarms in the alarm history. Customer's blood glucose was normal and did not require medical treatment.